Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. Repeat tests were performed using the abbot alinity and the results were negative. The customer stated results were not reported out so there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: " the laboratory has 3 bd max and all three machines gave this type of unconfirmed pos result. "

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. Repeat tests were performed using the abbot alinity and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: the laboratory has 3 bd max and all three machines gave this type of unconfirmed pos result.

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 (ref (B)(4)) lot 1074381 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 indicated that lot 1074381 was manufactured according to specifications and met performance requirements. The customer reported positive n1 results when using the bd sars-cov-2 reagents for bd max¿ system kit lot 1074381 which were not reproduced with their confirmation test (alinity from abbott). Customer provided four run files (run 1201 from ct1241 and runs 3883, 3778 and 3988 from mx0057) for investigation. Pcr curves couldn¿t be analyzed because only pdf files were received, therefore, the investigation was limited. Analysis of the data received shows that except for one sample, all the samples for which the customer was complaining gave late n1 positive results (CT between 35.7 and 38.1) and no positive result for the n2 target. The remaining sample (run 3778, position a5) gave a late positive result for both n1 and n2 targets (CT of 33.3 and 33.4). Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Based on the data and information provided, specimens at or near the limit of detection (lod) of the assay or environmental or cross contamination introduced during the sample preparation at the customer¿s site are the most likely causes to explain the customer¿s positive results. However, bd was unable to confirm the exact cause of the customer¿s positive results. No product issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd max sars-cov-2 lot 1074381. The root cause was not identified but positives samples at the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site are suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.